Event description:
It was reported that this right atrial (ra) lead exhibited high impedance and oversensing of noise. A revision procedure was performed and it was surgically abandoned and replaced. No additional adverse patient effects were reported.